Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified vessel. A 4.0 x 150 mm 200cm ranger drug coated balloon catheter was advanced for dilation. During the procedure, the balloon crossed the lesion without resistance. Inflation was initiated, and as pressure approached 13 to 14 atm, a drop in pressure was observed on the inflator gauge. Upon deflation, blood was observed in the deflator, and it was determined that a rupture had occurred. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as a result of this event.